Event description:
It was reported that the atrial lead had high and unstable thresholds, an increase in impedance and high impedance. The lead has a known fracture. Reprogramming was done for the output and the lead impedance alert was disabled. The patient will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was also reported that the patient experienced dizziness and near syncope. The lead was subsequently explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and atrial pacing capture threshold was elevated. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).